Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pyxis es interface was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the interface was down. A technical support specialist (tss) dialed into the server and found no visible issues with patients or orders. A connection was made to the carefusion coordination engine to verify if any messages were queued, and it was observed that everything was draining properly by the integration engineer. Although the e drive appeared unaffected, a delay was noticed during the carefusion coordination engine check. The log levels were found to be low, making it difficult to determine the cause of the delay. To monitor the situation more effectively, the log levels were increased to "warn" and "info". The system functioned as intended after the integration engineer troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the pyxis es interface was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.